Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became cracked while the customer was playing sports. Reportedly, the pump is still functional. Customer had low blood glucose levels in the high 60 mg/dl range. Customer drank juice and ate food to stabilize blood glucose levels. Customer indicated they will continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the customer complaint was verified. In addition, a different problem was found.